Event description:
Reporter alleged obtaining a result of 232 mg/dl on the advantage system using expired strips compared back to back with a result of 95 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect system used. (B)(6).